Event description:
An altitude alarm was reported by the customer, indicating an issue with the pump. Blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. The customer did not need to replace the cartridge and was able to resume insulin with the original cartridge after receiving tips from cts on preventing altitude alarms.